Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and then it propagated toward the lower seal ring. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, opened the product and the rubber has a hole in it. Product was not placed on sterile field. The tech opened another of the same item and no other problems occurred. There were no patient consequences.